Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episode and appear to be loss of contact. The device is still in use. No patient complications have been reported as a result of this event.